Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip was implanted. While implanting the second mitraclip, mitraclip was steered down to the valve and one of the grippers would not lower. Troubleshooting was performed but was unsuccessful. It was replaced with new device and continued the procedure. All steps were performed as per IFU during the reparation and procedure. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.